Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24aug2019. The manufacturer's technical support advised customer to try internal cable to sensor printed circuit board (pcb) followed by a new sensor pcb. Followed up with customer who indicated issue was resolved by a new circuit and filter and unit is back in service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported high oxygen (o2) alarm. No patient/user harm reported.